Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported application reboots occurring every time they discharged a patient. The issue occurred after (B)(6) 2018. There was no patient incident.